Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter was reading inaccurately low. The pt obtained a blood glucose result of 50 mg/dl. She reported no symptoms at the time of testing. She ate after testing her blood sugar. She contacted her medical professional for advice and was advised to eat/drink. No other results were provided. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. He pt did not have any control solution to test. The pt was unable to troubleshoot because the meter would not turn on. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.